Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after 10 months post implant, the patient had swelling and skin redness at the implantable cardioverter defibrillator (ICD) site. The ICD system was removed due to pocket infection. No further patient complications have been reported as a result of this event.